Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/2.0/094 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6)2021. Lens rotation not associated to a low vault and refractive surprise was observed, lens remains implanted. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.